Event description:
The infusion pump was not working. The screen stated "motor not running," and the pump would not infuse the medication. Two pumps in a row had this error message which caused delay in the medication (antibiotic) infusion.

Event description:
The infusion pump was not working. The screen stated "motor not running," and the pump would not infuse the medication. Two pumps in a row had this error message which caused delay in the medication (antibiotic) infusion.